Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2¿. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. During the procedure, the bifurcated stent graft and suprarenal proximal extension stent graft were deployed without complication. To obtain a final angiogram, the physician tried to advance an angio catheter proximally. During this process the physician had difficulty and admitted being over aggressive with the exchange catheter and guide wire. The physician believes that during this time he may have punctured a hole in the graft and caused the a type 3b endoleak. The physician implanted two (2) infrarenal stent grafts to resolve the endoleak. The patient is recovering well, with no further complications.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported intraoperative type iiib endoleak was confirmed by still photos only. This event is most likely user related due to the reported over aggressive use of the exchange catheter and guide wire form the physician. The final patient status was reported to be recovering well. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx2.¿ corrections: h6: patient remove code 3191. H6: result remove code 3233. H6: conclusion remove code 11.